Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system reperfusion catheter 032 and separator 032. Before the procedure intravenous tissue plasminogen (IV t-pa) was not administered. During the procedure, a reperfusion catheter 032 was advanced to the m2 along with another manufacturer's guide wire and guiding catheter. Aspiration was done with a separator 032 and 4,000 units of heparin were injected. The patient developed symptomatic intracranial hemorrhage. The physician closely monitored the patient's condition but withheld any additional treatment. Approximately a week later, the patient had not recovered. The patient left the hospital approximately a month later. Physician comments: it could not be denied that the event was related to the penumbra system and the procedure, because hemorrhage occurred in the recanalized area. Recanalization in the occluded part was successful.

Manufacturer narrative:
Conclusion: on (B)(4) 2014, the manufacturer received the reporter's name and title. No further information is available; therefore, the manufacturer is closing the case.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00402. Device was disposed of by the hospital.